Event description:
It was reported, there was a leak in the rigid videoscope. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from the customer. The returned device was evaluated and the customer's allegation was not confirmed. The device had no leak. However, the device evaluation found the light transmission failed, a loose light guide adapter, and dents on the distal edge. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.